Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic hysterectomy. Event description: the aces bag was being used transvaginally to morcellate. After the specimen was bagged and the ring was pulled outside the body, the sheath came unattached from the ring, as it was being pulled to advance the sheath forward. It tore only at one section and was able to be used to complete the case. One thing to note is that the specimen was placed in the opposite side of the bag from what it is intended. There was no patient injury, and the device was thrown due to contamination. Images of the aces bag and packaging are attached. Additional information provided by [name] on 11mar2026 via email: the name of the procedure is a robotic hysterectomy. The uterine tissue was being removed. There was no spillage out of the damage on the bag, but there was general spillage out of the bag's opening. Dr. [Name] uses a bucket on his lap to collect these specimen pieces. The incision was the colpotomy, the exact size of the incision is unknown. The incision was not enlarged at any point during the procedure. Instruments were not used to place the bag into the patient; the bag was placed transvaginally by hand. The specimen was manually morcellated for removal. Forceps, scalpels, and the large guard were used to morcellate the specimen. The alexis was not used. The ring was rolled down to bring the specimen to the surface. Bag removal was not attempted before removing all the tissue. There was no unintentional tissue damage. Intervention: it tore only at one section and was able to be used to complete the case. Patient status: the patient is fine. No clinical impact.